Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred post procedure. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. A 24mm watchman flx pro laa closure device & delivery system (wds) was prepared, advanced and deployed in the left atrial appendage (laa). Approximately one hour post procedure, while the patient was in recovery, a drop in blood pressure was observed, and a pericardial effusion was identified. Pericardiocentesis was completed to treat the effusion. There wasn't any issue with the versacross connect during the procedure. The pe location is unknown. The physician did not comment on the versacross being a reason for the pe. The act was above 300 throughout the procedure. The patient made a full recovery. The patient was discharged. The device is not expected to be returned for analysis.